Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition. An advance review of the logs for the system rsk8095 associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the fae reviewed the logs from this procedure and confirmed there were no errors present that would indicate a fault with the erbe. Fae also confirmed that after the mid-procedure restart, the customer continued to use bipolar energy fairly regularly. There is no evidence that a different generator was used.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bipolar energy on the erbe generator was not working. The customer stated they power cycled the erbe with no change. The customer confirmed that a 1 and a 3 were displaying on the erbe touchscreen for the bipolar and monopolar instrument's arm location. The intuitive technical service engineer (tse) suggested a power cycle of the da vinci system. The customer performed the power cycle and also replaced monopolar and bipolar instruments and the issue was resolved. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue had been persisting on all cases since the previous week.